Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an in-clinic check, multiple episodes of auto mode switch were observed that appeared to be caused by noise. The noise was recreated with arm movements. The noise could not be programmed around. The lead was electrically stable; capture, sensing and impedance were normal. The patient will continue to be monitored.